Event description:
Right total hip arthroplasty. Saw blade tip broke off during surgery. Images obtained of surgical site. Surgeon read x-ray and identified a small metal fragment that was unable to be retrieved. Pt code: 4582. Device code: 1069. Ref report: mw5172176.